Event description:
The user facility reported that the touch panel to their hexavue ip custom room rack was not responding to touch. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the keyboard cable was damaged, causing the reported event. To resolve the issue, the technician replaced the keyboard cable, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.